Manufacturer narrative:
E and f code changes. Two photographs were provided for investigation. One photo showed a 24g insyte autoguard IV catheter without the needle. The catheter tubing was bent near the tip and the damage appeared to be consistent with needle puncture damage; however, it could not be determined when the catheter was damaged. The other photograph showed a 24g insyte autoguard IV catheter with the needle protruding through the catheter tubing near the nose of the yellow catheter adapter. No evidence of the catheter releasing from the needle prematurely could be observed in the provided sample photos. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
Catheter and needle separation. Can you please provide an exact date of event in this format mm-dd-yyyy? 11-17-2025 & 11-20-2025. Both dates correspond with both lot numbers. Were these observed prior to use? No. Did the catheter release prematurely from the needle prior to use? No.

Manufacturer narrative:
B3. Two different event dates provided. It is unclear which date relates to this reported event; therefore, the aware date has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.